Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 & h11 results of investigation: vyaire medical received the device for repair and evaluation. Technician replaced the 5 years kit and the valve sensor board. Device was working good. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available h3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that in biphasic mode, the pressure randomly stays low making the overpressure valve not activated on the sipap ventilator. The customer reported there was no patient involvement associated with the reported event.